Event description:
An angiographic catheter was found to have an extraneous piece of material protruding from the tip of the catheter. It appears to be a short length of tubing that may be in place to maintain the proximal end of tubing's opening during the manufacturing process. A check of remaining catheters in stock did not reveal the same problem. The company rep was notified. The tubing was found prior to patient use.